Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. The pacemaker went into backup mode due to a power on reset during a cyber security upgrade. The device was restored in clinic, and the patient was in stable condition with no patient consequences.